Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that during a returned order service test, a battery depleted alarm occurred with a new battery. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Visual inspection found the tamper seals are intact, and the device was observed to be in good physical condition. The event history log was unavailable to be reviewed. To conduct functional testing, the device was powered up. Upon power up, a system fault error code 121 was displayed on the screen display. The error code 121 is due to the motor being faulty causing the battery depletion alarm to sound whenever the device is running. The motor was replaced to address the issue. The product is beyond a year from manufacture and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. The service history review identified this device has not been in for service in the previous 12 months and there was no indication the complaint was related to previous service of the device.